Event description:
A customer contacted beckman coulter inc. (Bec) and reported the cartridge chemistry (cc) sample syringe 3-way valve was leaking on the unicel dxc 800 pro synchron clinical system. The customer had replaced the syringe plunger, but the 3-way valve still leaked about 3 to 4 drops during prime. The material safety data sheet (msds) was not reviewed. The facility does have a risk management plan in place. The customer indicated that about 1ml of di (deionized) water leaked and the spill was cleaned using gauze pads. The customer was wearing personal protective equipment (ppe), consisting of a laboratory coat and gloves. There was no direct physical contact with the spill. No injuries were sustained by any laboratory personnel. No erroneous results were generated.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched to the customer site to examine the analyzer. The fse could not duplicate the leak. The fse wiped down the area and primed the system twenty (2) times. The fse removed and replaced the syringe and the t-valve. The cause of the leak could not be identified. (B)(4).